Event description:
It was reported that the left ventricular lead had high impedance and the device reached elective replacement indicator early. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 419378 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2004. (B)(4).